Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported a patient was undergoing a peripheral angiogram procedure and the surgeon had a difficult time removing the cxi support catheter. It broke as it was being removed. Per the complainant, there was no difficulty on insertion of the complaint device. The patient did have calcified anatomy. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation: a review of the dimensional verification, complaint history, device history record, documentation, drawing, instructions for use (IFU), manufactures instructions, quality control, specifications, and a functional test & visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the device was separated into two segments. The proximal segment measured 135.6cm and presented with 4 kinks at 8.6cm, 11.1cm, 122cm, and 122.5cm. A wire advance from the proximal end and stopped at 8.6cm. When entered through the distal end the wire stopped 18.3cm from the distal end. The distal segment measured 15.2cm and was so severely mangled that a wire could not be successfully pass through. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one shaft damage nonconforming event which could contribute to this failure mode. Additionally, while reviewing the subassembly lot another nonconformance was noted for gaps in lamination. However, while these nonconforming events were related, it should be noted that affected units were scrapped and not replace prior to order completion. It should also be noted there were no other reported complaints for this lot number. Furthermore, the device is sold with an IFU which states "the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction." Moreover, a review of the manufactures instructions and quality control procedures was conducted and revealed no gaps in the process. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be traced to the device but may lie with the patient¿s condition as calcification was noted and may be a contributing factor. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.